Event description:
It was replaced that a spectrum infusion pump alarmed "sys error 105." It was also replaced that there was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom "sys error 105" alarms", determined to be caused by a failed motor. The failed motor assembly was replaced.